Event description:
The clinic reported that a laser vision correction patient hit himself in the left eye 2 days after treatment and flap folded up onto itself. A flap lift, stretch and reposition was required on (B)(6) 2014. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred vision. Account reported issue was resolved on (B)(6) 2014. Bcva from (B)(6) 2014: right eye post-op 20/15 .00 x .00 x 90, left eye post-op 20/15 .00 x .00 x 90.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.